Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, and prime/delivery tests. Unit was received stuck in motor error alarm loop during bolus/basal delivery and compromised force sensor system alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. Customer also reported that a compromised force sensor system alarm had occurred. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with a bolus. Blood glucose level was down to 468 mg/dl by the end of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.